Event description:
It was reported that the device had an error 46510. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Date returned to mfg; 7/29/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed during analysis. The customer reported complaint was confirmed. It was found that the upstream occlusion(uso) seal was buckling and the printer wire assembly(pwa) was defective. Both the uso and pwa was replaced.